Event description:
The customer complained that they had two beds where the hi/low was drifting.

Manufacturer narrative:
The technician replaced the hi/low braking assembly on the hi/low ball screw, which resolved these issues. The beds are operating within specification. (B) (4)